Manufacturer narrative:
Qn # (B)(4). Report 3003898360-2018-00665 after an additional medical review a determination was made to re-classify the complaint as a serious injury.

Event description:
It was reported that the clips slip off the vessels. There was incomplete hemostasis. The patient's condition was reported as fine.

Event description:
It was reported that the clips slip off the vessels. There was incomplete hemostasis. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned thirteen units 544240 hemolok l clips 6/cart 84/box for investigation. The returned samples are for the following tcs: 1900062577, 1900062578, 1900062579, and 1900062590. All returned samples are representative samples. The actual samples were not returned. The returned samples were visually examined with and without magnification. Visual examination of the returned cartridges revealed that they appear typical. The clip applier was not returned. Reference file anp1900062578 for investigation photos. Functional inspection was performed on the returned representative samples. A lab inventory clip applier was used. For the first cartridge that was tested, all six clips were able to properly load into the jaws of the applier. The first three were able to successfully attach to true-max tubing. However, the last three clips were unable to close on the tubing. There were no obvious molding defects or other damages to the clips that would prevent the clips from closing. Another cartridge was tested. Four clips were tested , and all were able to load properly into the jaws. However, the clips were once again unable to close on true-max tubing. Further testing was performed with r & d. It was found that the clips were unable to close due to the tubing that was being used during testing. The true-max tubing was switched out for over-stressed surgical tubing and the remaining samples were tested. Upon testing, the remaining clips were able to properly attach to the over-stressed tubing without any issues. Therefore, no functional issues were observed with the returned samples. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time since the actual sample was not returned. No functional issues were found with the returned representative samples. The reported complaint of "clip slipped off vessel" was not confirmed based upon the sample received. Thirteen representative samples were returned. The actual samples and the clip applier were not returned. The returned samples apply to the following tcs: 1900062577, 1900062578, 1900062579, and 1900062590. Upon functional inspection, clips were initially unable to close when being applied to true-max tubing. However, further testing was performed with r & d and it was found that the clips were unable to close due to the tubing that was being used during testing. The true-max tubing was switched out for over-stressed surgical tubing and the remaining samples were tested. Upon testing, the remaining clips were able to properly attach to the over-stressed tubing without any issues. Therefore, no functional issues were observed with the returned representative samples. However, since the actual samples were not returned, the root cause of this complaint issue could not be determined.

Manufacturer narrative:
Qn# (B)(4). Per DHR the product hemolok l clips 6/cart 84/box lot# 73g1700083 was manufactured on 07/10/2017 a total of (B)(4) pieces. Lot was released on 07/14/2017. DHR investigation did not show issues related to complaint. The customer returned thirteen units 544240 hemolok l clips 6/cart 84/box for investigation. The returned samples are for the following tcs: 1900062577, 1900062578, 1900062579, and 1900062590. All returned samples are representative samples. The actual samples were not returned. The returned samples were visually examined with and without magnification. Visual examination of the returned cartridges revealed that they appear typical. The clip applier was not returned. Reference file (B)(4) for investigation photos. Functional inspection was performed on the returned representative samples. A lab inventory clip applier was used. For the first cartridge that was tested, all six clips were able to properly load into the jaws of the applier. The first three were able to successfully attach to true-max tubing. However, the last three clips were unable to close on the tubing. There were no obvious molding defects or other damages to the clips that would prevent the clips from closing. Another cartridge was tested. Four clips were tested and all were able to load properly into the jaws. However, the clips were once again unable to close on true-max tubing. Based on functional testing, the complaint issue is confirmed. It is possible that the clips were mis-molded which prevented them from closing. However, a molding defect could not be confirmed and it could not be determined exactly why the clips were unable to close. The IFU for this product, l06110, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." The reported complaint of "clip slipped off vessel" was confirmed based upon the sample received. Thirteen representative samples were returned. The actual samples and the clip applier were not returned. The returned samples apply to the following tcs: 1900062577, 1900062578, 1900062579, and 1900062590. Upon functional inspection, it was found that the clips were unable to close when being applied to true-max tubing. It is possible that the clips were mis-molded which prevented them from closing. However, there were no obvious molding defects or other damages to the clips that would prevent the clips from closing. Therefore, a molding defect could not be confirmed. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly why the clips were unable to close. We will continue to monitor and trend on this issue. The root cause of this complaint is undetermined.

Event description:
It was reported that the clips slip off the vessels. There was incomplete hemostasis. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clips slip off the vessels. There was incomplete hemostasis. The patient's condition was reported as fine.